Event description:
It was reported that when non-dependent an asymptomatic patient presented into clinic for a routine follow-up, loss of ventricular capture and high, out of range, pacing lead impedance were observed. The lead was capped and replaced during a device change out due to eri. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.